Manufacturer narrative:
No customer returns were available for testing. A retained kit of architect (B)(6) reagent, lot number 52283li00, was tested to evaluate sensitivity. All control values met control specifications and were in the typical range. Two sensitivity panels (panel a and panel b) and the (B)(6) control were tested. The mean s/co of the sensitivity panel values and (B)(6) control values met specifications and all generated results were in the typical range and no (B)(6) results were obtained. In addition, the clinical sensitivity was evaluated by testing two commercially available seroconversion panels (zeptometrix (B)(6)) on one instrument. The seroconversion panel results were compared to architect (B)(6) test results provided by zeptometrix. The reagent detected the same bleeds as reactive with comparable s/co values for the seroconversion panels. Quality metrics were reviewed. No non-statistical or adverse trend was identified for the issue under review. A review of labeling concluded that the issue is adequately addressed. No malfunction or product deficiency was identified.

Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4).

Event description:
The customer provided data generated while evaluating specificity of the architect anti-(B)(4) assay. One patient sample was found to be (B)(6) with the architect (B)(4) assay on (B)(6) 2015 but (B)(6) at another laboratory. No adverse impact to patient management was reported.